Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the cannula broke off and the patient's blood glucose level was 400 mg/dl or higher. No further information available.

Manufacturer narrative:
(B)(6).